Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the compact air drive device seized, jammed and moved heavy. It was further determined that the device failed pretest for the following: check status of development, general condition, check for air leak, check triggers for fwd / rev mode, check for untrue running, check for excessive noise, check the power with test bench, check starting behavior, and check function of soft mode switch (safety system). This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.